Manufacturer narrative:
(B)(4). This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiopulmonary arrest and expired, which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
The product was not returned and lot or serial number is not available. The product is manufactured to meet the association for the advancement of medical instrumentation requirements using validated processes, and released based on a determination that the finished product meets those requirements. Product is not released if it does not meet requirements or is nonconforming. Complaint cannot be confirmed based on the current information. A supplemental report will be filed if and when additional information becomes available. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2016-00003 .